Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.59v. It was questioned if this was premature depletion. Technical services (ts) verified that the monitoring voltage did not meet the shortened replacement window (srw) advisory criteria. It was noted that the patient was being monitored via the latitude system, thus ts discussed using latitude to monitor patient more closely if the clinic was concerned. Ts also explained that the battery depletion curve is not linear, and could not confirm at this time if this is normal device depletion. The clinician noted that the patient would be monitored more often using the latitude system. Ts also discussed demonstrating beeping tones to the patient. Additional information was provided that the device was later explanted. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.